Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Future explant date: (B)(6) 2021. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2021.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. Replacement with allergan implants was performed with explant. The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the anterior view. Additionally, an area of missing material measuring approximately 2.5 cm x 3.0 cm was found within the siltex cracking. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 5, 2021. The explant date was clarified to be (B)(6) 2021. Additional information was received on april 6, 2021. The event date was updated to (B)(6) 2019. The ruptures were first suspected through a mammogram performed on that date. Additional bilateral granulomas were present. The right several lymph notes in the right axilla contain silicone. On the left side there is silicone in a small internal mammary lymph node. Reason for device explant and/or reoperation: rupture/granuloma manufacturer¿s reference number: (B)(4).